Event description:
Customer responded to home 51 yr old male. Upon arrival, pt was pulseless and apneic. Device was connected to pt and displayed v-fib, shock was attempted. The device started to charge and then showed "capacitor dumping". Device operation was changed to manual mode. Rhythm went from v-fib to flat line and then device displayed "pt not connected". No shocks were attempted. Another device was used and shocks delivered. Pt transported without change in condition, pt expired. Service rep. Was unable to reproduce reported conditon, proper device operation was confirmed.